Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that she developed a rash with pus at the insertion site. On (B)(6) 2019 the patient, who is a nurse, spoke to a doctor at work about her skin reaction and it was recommended that she use an otc antibiotic along with a bandage. At the time of contact, it was indicated that the patient was doing fine. No additional event or patient information is available.